Event description:
It was reported that during intra-aortic balloon (iab) therapy, blood was seen in the catheter tubing which had run back into the cardiosave pump. The iab was replaced with a second one, however, the same issue persisted. The doctor stated that the patient does have known calcium deposits in the arterial tree. He stated that he understands the calcified vessel is the reason the iab¿s are being infiltrated and that he is going to put in a smaller diameter iab with the hopes of this not happening on a third balloon. The second iab was replaced and therapy was provided. There was no patient harm or adverse event reported. This report is for the 2nd iab. A separate report has been submitted for the 1st iab under mfg report number 2248146-2024-00133. A separate report for the cardiosave was submitted under mfg report number 2249723-2024-00879.

Manufacturer narrative:
Initial reporter: (B)(6) rn, senior director nursing. Additional initial reporters: dr. (B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint (B)(4).

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The sensor cable and extracorporeal tubing was cut from the iab and not returned. A kink was found on the catheter tubing approximately 46.2cm from the iab tip. An underwater leak test of the balloon, catheter and y-fitting was performed and a leak was detected on the membrane approximately 1.3cm from the rear seal measuring 0.013cm in length. The reported problems was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that after 12 hours of intra-aortic balloon (iab) therapy, blood was seen in the catheter tubing which had run back into the cardiosave pump. The iab was replaced with a second one, however, the same issue persisted. The doctor stated that the patient does have known calcium deposits in the arterial tree. He stated that he understands the calcified vessel is the reason the iab¿s are being infiltrated and that he is going to put in a smaller diameter iab with the hopes of this not happening on a third balloon. There was also a reported gas loss alarm. The second iab was replaced and therapy was provided. There was no patient harm or adverse event reported. This report is for the 2nd iab. A separate report has been submitted for the 1st iab under mfg report number 2248146-2024-00133. A separate report for the cardiosave was submitted under mfg report number 2249723-2024-00879.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).

Event description:
N/a.